Event description:
It was reported that the xience v stent delivery system was inserted to treat a bifurcation lesion in the anastomosis from the saphenous vein graft (svg) to the right posterior descending coronary artery (rpda). The trek was in one vessel and the xience v stent delivery system was being advanced in the mildly tortuous, in-stent restenosis, target lesion. Resistance was met and the physician used excessive force on the sds causing the proximal shaft to kink outside the anatomy. The physician tried to straighten out the kink and the proximal shaft separated in two pieces outside the anatomy. The distal shaft was still in the guide catheter. The separated distal segment was easily removed as the point of separation was outside the anatomy. There was nothing left in the patient. Another xience v was used without further incident. There was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4) - excessive force, use after damage, indication for use (saphenous vein graft and restenosis). The device was returned for evaluation. The reported kinks and shaft separation were confirmed. The guiding catheter resistance could not be confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU (section 15.4) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components and / or vasculature. Additionally, the IFU (section 13.1) states: at any time during use of the xience v rapid exchange (rx) everolimus eluting coronary stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.